Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported prolapse and the reported detachment were able to be confirmed. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use states, do not: push, auger, withdraw, or torque a guide wire that meets resistance. Do not: allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Pullback was performed as a response to the reported prolapse and the force applied during removal seems to be a reasonable clinical response to the difficulties. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported prolapse/noted multiple bends thus resulting in the reported difficult to remove and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Other: dragonfly optis imaging catheter. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a narrow and mildly calcified unspecified coronary artery. An unspecified stent was implanted, and a dragonfly optis imaging catheter was used along with a 190 cm balance middleweight (bmw) universal ii guide wire. However, when the imaging catheter was inserted over the guide wire, there was resistance between the two devices, and the tip of the guide wire prolapsed. Pullback was then performed with the imaging catheter; however, it met resistance with the bmw guide wire during removal even when force was applied. Therefore, both devices were removed as a single unit. The tip of the guide wire separated inside the imaging catheter, and this separation was noted once both devices were removed from the patient. It was reported that there was no foreign material left inside the anatomy. The patient was placed in intermediate care. No additional information was provided.